Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - qrb b3: estimated based on response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.